Event description:
The customer's mother reported that the screen of her daughter's insulin pump was blank following a battery change. The customer's blood glucose was 130mg/dl at the time of reporting. The mother was advised that a replacement battery cap would be sent after troubleshooting was completed. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.